Event description:
Additional information was provided which confirmed the procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event. The customer confirmed that they have been limited in their patient schedules due to the device displaying an error code 116.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the distributor's device evaluation. In addition, please see the correction to b5 as this information was inadvertently omitted from the initial medwatch report; as well as, corrections to d8, d9, e2, g2, h3, and h6, as the device was returned and evaluated by a distributor. The device was returned to the distributor for inspection, and the customer's complaint was confirmed. The appearance of the phenomenon "e116 error" is due to overheating of the processors of both the main card and the gpu, because the thermal paste was deteriorated which did not produce good dissipation thermal between processor and heat sinks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the phenomenon "error e116" occurred due to overheating of the device caused by poor heat dissipation due to deteriorated thermal paste. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation however, inspection information has not been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed an e116 error code. The issue was found during preparation for use. There were no reports of patient harm.